Manufacturer narrative:
The suction pump was evaluated and the following details were observed: operation check according to instructions. Check creation of vacuum. Check stopping and starting of the pump. Check piranha mode / suction mode. Visual inspection of the device. Check electrical safety. Conclusion: no fault was found. The silencer was replaced. The power control "shaver" that was used with the suction pump was also evaluated and no fault was found. In conclusion, the suction pump, and its accessories, was evaluated and no fault was found. The silencer was replaced. This is a normal, wearable item. As explained in the instructions for use ga-a 252, a clogged silencer can reduce the suction performance and should be replaced. Based on a review of the complaints database, no adverse trend or systemic issue related to a product problem is indicated. Examination of the production records also shows no anomalies. No further investigation or action, other than continued monitoring of customer complaints, is warranted for this case.

Manufacturer narrative:
The investigation is ongoing. A follow up report will be submitted with the investigation results.

Event description:
On (B)(6) 2019, richard wolf (B)(4) (rw (B)(4)) received the following information: after a laser prostate enucleation, the comminuted fragments could not be aspirated with the pump. The surgeon then decided to switch from an endoscopic surgery to an open surgery. The hospital stay was extended for the patient as a result of this event.